Event description:
It was reported that the gastrointestinal videoscope had a noisy image. The issue occurred during the inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the noisy image was corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.